Manufacturer narrative:
Medtronic received additional information that the intraoperative transesophageal echocardiogram (tee) showed the patient had severe mitral regurgitation. Added patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 1 month post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a 31mm mitral bioprosthetic valve due to regurgitation and recent staph aureus endocarditis. The patient had developed shortness of breath and lower extremity edema and was placed on antibiotics. The patient had a murmur that had become more pronounced and demonstrated significant prosthetic valve mitral regurgitation, which required a mitral valve replacement. The valve was sent to the hospital lab for cultures no anaerobes were isolated and no growth resulted. No additional adverse patient effects were reported.